Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. Prior to arrival, the gehc biomed replaced the flow sensors, resolving the alarm condition. Inspection of the replaced flow sensors noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 8/10/2018 phone call, 8/13/2018 phone call, 8/14/2018 phone call.

Event description:
The hospital reported that, during a case, the unit had a flow sensor alarm. There was no reported patient injury.